Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during treatment. It was reported that the hl 20 twin pump displayed the error message: ¿runaway¿. A restart of the pump resolves the failure temporarily. After a while the same failure will occur again. No harm to any person has been reported.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during treatment. It was reported that the hl 20 twin pump displayed the error message: ¿runaway¿. A restart of the pump resolves the failure temporarily. After a while the same failure will occur again. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-25. The motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was already investigated by the getinge life cycle engineering on 2018-06-22. A defect in the speedometer of the motor was determined as the root cause of the error message "runaway". The review of the non-conformities has been performed on 2023-09-28 for the period of 2020-10-26 to 2023-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-26. Based on the results the reported failure "error message: runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.